Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017

Event description:
It was reported that patient received a replace generator soon message for their implantable pulse generator. Message was cleared after patient controller app was updated. Patient is stable.